Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 month post-operative CT showed the presence of a complete thrombosis of the left iliac limb stent graft. The patient was started on drug therapy, and a re-intervention was performed to place an additional iliac limb stent graft to re-line the previously placed iliac limb, and flow was successfully restored. As of the date of this report, there have been no additional patient sequelae reported.